Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had flow issues. The following information was provided by the initial reporter: there was a patient recently that had an infiltrated IV after a cesarean section. The IV did not stop infusing but the site was clearly infiltrated. This rn asked if the settings were altered because the pump never alarmed. Additional information received from the customer: please provide the batch# or lot# number? Unknown, please provide the material# or ref# number? Unknown describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Infiltration of patient IV site. What was the medication type and duration of the infusion? Lr & oxytocin IV fluids; continuous infusion. Did the patient receive a combination of any medications? Lr & oxytocin IV fluids how long has this product been used in your facility? New alaris pumps rolled out in l&d(B)(6).

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.